Event description:
Boston scientific received information that one day post implant, impedance measurements from this lead had decreased from 950 ohms to 450 ohms. Additionally, sensing measurements had decreased to 1.7mv from 4.0mv. Threshold measurements remain good at 0.5v@0.5ms.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated they could obtain an x-ray to see if the lead is where think it should be. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.